Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the s3 double roller pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for eval. Upon receipt, all pump functions were tested in accordance with the operators manual and no fault was detected. Additional testing of the speed potentiometer also found no problems. Electrical testing found a low impedance which could lead to problems. The pump motor was replaced, appropriate maintenance was performed and subsequent testing found that the issue was resolved. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that the s3 double roller pump displayed an error message. There was no report of pt injury.